Event description:
It was reported that when using the bd pyxis¿ es refrigerator, helmer bin 2.2 failed to unlock and maintenance required. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, helmer bin 2.2 failed to unlock and maintenance required. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer pocket 3-2 not opening in hardware test application replaced the irac board for row 3, which resolved the issue with pocket 3-2. However, row 4 was missing. After checking the connections and finding no issues, the engineer removed row 4 and replaced it with the board from row 3. Additionally, the solenoid and open/close sensor for pocket 3-2 were replaced. The device was then tested in the hardware test application, and all rows and pockets were confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.